Event description:
The clinician reports that the day the implant was placed in the patient's mouth, failure occurred upon insertion. Primary stability not achieved and implant surface not completely covered with bone. Patient presented with bone type IV and fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain, swelling and bleeding. No further patient complications were reported.